Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: returned battery cap and test cap are unable to be fully tightened and are difficult to remove. Battery cap was returned stuck on pump and had to be forcibly removed. Rust/corrosion in battery compartment/on underside of battery cap; leak test failed due to battery compartment leak. Opened pump; no further evidence of moisture internally. The battery compartment threads are damaged. Abb cover damaged/punctured; abb responsive during investigation.